Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 70mm taa . It was noted that the diameter of the aorta at the proximal arch was 31mm and there was calcification in cia on both sides and no calcification on eia-sfa. It was reported that during the index procedure, it was noted that although the access route was somewhat narrow, its condition was good, so delivery was attempted but not successful. During the procedure, the superficial femoral artery was damaged and repaired with a vascular graft. On a later date, an approach from the abdomen is planned using a non-medtronic graft. Per the physician the cause of the event is anatomy related. The access route was narrow, and due to advanced age, the vessel did not expand at all. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.